Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had crack on the side where battery goes in. No harm was required during medical intervention. The insulin pump will be returned for analysis.